Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the change sensor signal occurred 1 to 2 days after installation. The sensor glucose value was not shown far lower than blood glucose value. The customer's blood glucose level was unknown at the time of the incident. The customer stated that sensor electrodes were firmly attached to the body when he tried to remove them. The product was returned for analysis.